Event description:
Customer reports neonate patient reportedly received result of 39 mg/dl on inform system 1 and 61 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer did not return test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549916, expiration date 11/30/2008). Reference medwatch report with (B)(4) for the suspect device used in system 1.